Event description:
It was reported that infusion set fell off during use on (B)(6) 2026.

Manufacturer narrative:
Initial 3 of 7. Name: tandem. Country: united states of america. Address ¿ line 1: (B)(6). Address ¿ line 2: (B)(6). City: (B)(6). State, province or territory: (B)(6). Post office or zip code: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.